Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Analysis also performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer's wife reported via phone call that the customer had defective sensor. Customer's blood glucose was unknown at the time of the incident. Customer's wife stated that when the customer pulled the introducer needle out of the sensor, the sensor cannula pulled out with the needle away from the sensor. The sensor was returned for analysis.